Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.

Event description:
The user facility a 66-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported impella 5.5 had a purge leak from around the side arm connection. The catheter was replaced. After the purge housing leaked, the motor current consumption increased, and the pump stopped. The impella was explanted. No patient harm was reported.

Manufacturer narrative:
The investigation into the purge sidearm leak and pump stop has been completed. The data logs confirmed high motor current and low purge pressure as reported. Followed by an increase in motor current and a high motor current pump stop . The product was inspected and purge leak issues were replicated where a crack along the yellow luer was found. Inspection also showed blood ingress in the purge line confirming reverse flow. There was also biomaterial in the purge gap. The root cause of the pump stop was determined to be a damaged sidearm yellow luer. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.